Event description:
Customer reports that one surgical drain broke during planned device removal seven days following an abdominoplasty. A non-invasive attempt to remove the retained fragment of the device was not successful. A 2" incision was made and the surgeon was able to remove the missing piece.